Manufacturer narrative:
(B)(4). Conclusion: the service technician was unable to duplicate the reported issue, "the unit had low peep alarm" and "unit failing leak test". All testing was performed using a good known test patient circuit. The ventilator passed the extended 76 hour run in test with the customer settings without any unusual alarms and conditions. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. The internal inspection did not reveal any abnormalities with the ventilator.

Event description:
The customer reported that the unit was giving some trouble during a flight/transport. The unit had a low peep alarm. The customer did a leak test on two different circuits, but the unit failed on both circuits. The customer reported that there was patient involvement, but no reported problems with the patient and no patient harm.